Manufacturer narrative:
No equipment was returned for evaluation as the pump remained inside the patient after pump support was discontinued . The report of the patient's 14 volt lithium-ion batteries being depleted causing a pump stoppage event was confirmed based on the evaluation of the submitted log file. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: a patient outcome information reported by the hospital personnel on (B)(6) 2016 indicated that the patient's pump support was discontinued on (B)(6) 2016.

Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency department complaining of shortness of breath. Upon further investigation the pump was found to be off. The system controller batteries and emergency backup battery (ebb) were completely depleted. The patient did not know how long the pump had actually been off for. Prior to the event, the patient reportedly had not been seen in the clinic since (B)(6) of 2015. It was reported that the patient was depressed and had not been in contact with the implanting center. The manufacturer's technical services representative reviewed the submitted system controller log file that contained approximately 46 days of data spanning from (B)(6) 2016. It was observed that the driveline was disconnected on (B)(6) 2016. There were no other issues captured throughout the log file. The customer stated that the pump stop was due to the battery power being depleted. The patient was admitted to the hospital for monitoring. The center planned to clip the outflow graft, cut the driveline beneath the skin at the exit site, and leave the pump in place. There were no plans for a pump exchange or heart transplant.